Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was having difficulty charging due to ipg implanted too deep. The patient underwent an revision wherein the ipg was repositioned and that the patient was doing well postoperatively.